Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone 13 with ios operating system version 16.7. The customer experienced a signal loss and was unable to obtain readings. As a result, the customer's glucose went ¿lo¿ however, they were not alerted of changes in glucose level and were unable to self-treat. The customer was provided glucose tablets from a third party for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. The customer reported signal loss. Attempted to replicate the customer's complaint using similar configurations iphone 11 pro (ios 16.6; 2.10.2.7677) and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone 13 with ios operating system version 16.7. The customer experienced a signal loss and was unable to obtain readings. As a result, the customer's glucose went ¿lo¿ however, they were not alerted of changes in glucose level and were unable to self-treat. The customer was provided glucose tablets from a third party for treatment. There was no report of death or permanent impairment associated with this event.